Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that daughter insulin pump had blank display and damage. Customer's blood glucose at time of incident was 272 mg/dl. Customer was explained the possible cause of display. Customer stated the pump shows physical damage. Customer stated that the chunk is missing on the battery cap. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected blank display was noted during testing. The pump was received with minor scratches on the lcd window, a cracked reservoir tube window corners, a broken reservoir tube lip, a cracked belt clip slot, broken battery tube threads, a corroded battery tube and corroded battery cap contact.